Event description:
It was reported that a patient underwent a l4-l5 lumbar laminectomy with bilateral partial facetectomies, bilateral foraminotomies and l4, ls, s1 posterolateral fusion. Approximately four and a half months post-op, the patient presented with l4-l5 nonunion with lumbar canal stenosis and bilateral foraminal stenosis, most significant left greater than right, l5 nerve root impingement. A revision surgery was performed at l4-l5 to redo the laminectomy with l4-l5 transforaminal lumbar interbody fusion with l4-l5 pedicle screw fixation, posterolateral fusion using allograft, autograft and bone morphogenic protein. The procedure consisted of a posterolateral fusion on l4-5 using allograft bone, autograft bone, bmp packed into disc space, postero lateral gutters and capstone cage for previous lumbar fusion; previous lumbar fusion with l4-5 nonunion; lumbar canal stenosis, bilateral foraminal stenosis ; left greater than right l5 nerve root impingement; post op xray demonstrates l4-5 fusion is satisfactory with no evidence of acute abnormality. A 6 week post operative visit summary to primary physician; indicated ¿...doing well post operatively. The patient states that much of the bilateral lower extremity symptoms have subsided. The patient has some occasional left hip pain down to the thighs that most likely is attributed to the lumbar brace causing a paresthetic neuralgia. Low back pain seems pretty well controlled with m.s. Contin and robaxin. Overall the patient feels a lot stronger than in quite some time.¿ ¿plan to continue lumbar brace and begin pt in seven weeks. Review of ap and lateral lumbar x-rays reveals good purchase and placement of all hardware with evidence of bone mass fusion taking place along the lateral aspects right greater than left. The plans are to repeat x-rays at the next follow up in seven to eight weeks.¿ three month post operative visit summary to primary physician indicated the patient was ¿quite pleased with the results and has not been this pain free in a very long time. The patient does have some discomfort in the low back intermittently but has successfully weaned from the brace¿. A 5 month post operative visit summary to primary and pain management physicians indicated the patient "continues to do well postoperatively, making great progress...pain medications are managed... Undergoing physical therapy... Successfully weaned from the lumbar brace... Bit of tightness in the low back as well as left lower extremity, but that seems to be working itself out through therapy... Wearing a bone stimulator¿ nine months post-op, an xray of the spine indicates stable l4-5 fusion. No acute abnormality or instability are identified. On (B)(6) 2008- procedure note for caudal epidural procedure for low back pain no date- procedure note for caudal epidural procedure for low back pain. On (B)(6) 2008- procedure note for repeat caudal epidural procedure for low back pain; notes indicate ¿post lumbar laminectomy with hardware and subsequent hardware removal.¿ bone graft fusion material is present along the posterior hardware with evidence of pseudoarthrosis within the bone graft directly above the fusion in the midline. Otherwise the remainder of the fusion material appears fairly well fused. No hardware complications. Thoracolumbar vertebrae demonstrate normal height and alignment with no fractures or aggressive bony lesions. According to the report, the patient developed "non-union pseudoarthrosis", grade 1 anterolisthesis, stenosis and protrusion of bone graft plug into paracentral anterior epidural space as a result of bmp use.

Manufacturer narrative:
(B)(6). (B)(4). Unknown products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.